Event description:
Additional information reported that the procedure being performed was a polypectomy. The amount of blood loss was unknown. It was also stated that there were no additional interventions required, and the patient healed and recovered.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the customer reported that the slider was pulled too hard, it likely caused the patient's tissue to tear. Therefore, the reported event was likely caused by user mishandling. A likely mechanism of user mishandling is as follows: 1. The polyp was surrounded with the loop. 2. The polyp was ligated with the loop by pulling the slider. 3. The slider was pulled excessively. This caused the polyp to break and bleed. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument.¿ this supplemental report includes a correction to h6 code (health effect - clinical code) to provide information that was inadvertently not included on the previous submissions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using a single use ligating device, during ligation of a polyp, the mucous membrane was torn apart. Hemostasis was performed on the patient with a clip and the procedure was completed. The patient was under sedation but no prolongation of procedure occurred. Additional information has been requested.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.